Event description:
Dental whitening procedure using luma arch -k002566 or similar- was excruciatingly painful during application of bleaching agent plus heat from light source. Protective coating applied to gums gave insufficient protection and bleaching agent caused burns -or "blanching"- of multiple sections of gums. Burn areas persisted for 1-3 weeks and one resulted in 2-3 mm hole in gum through to exposed jaw bone. As of 41 days later gum has failed to heal and if it does not heal a tissue graft may be needed to cover the hole and prevent exposure/infection of the bone. Prior to bleaching, teeth involved were etched with an acid or similar agent. This left teeth rougher on surface and more susceptible to accumulation of plaque. Co literature did not describe these potential adverse effects of the bleaching procedure.